Event description:
It was reported that during an unknown procedure, the trocar's blade did not retrieve and then it harmed the patient's spleen, so it was necessary to extract the organ. The patient is fine. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. Upon receipt of additional details a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to verify that the blade will cut and disarmed after use. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.